Event description:
Patient was hospitalized with diabetic ketoacidosis after vomiting and experiencing a blood glucose level of 836 mg/dl. She had begun to feel ill in the morning. There were no alarms on the pump. Her blood glucose level returned to normal in the hospital after she changed her entire insulin infusion system including her pump. Patient feels she was experiencing the symptoms of a stomach flu the doctor would like the pump checked.